Event description:
Received info regarding a cartridge leaking. Customer's blood glucose level was impacted.

Manufacturer narrative:
Cartridge lot number m002407 is not returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.